Manufacturer narrative:
Corrections: device available for evaluation?, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The returned device was evaluated for the reported issue and confirmed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak (balloon loss of pressure) was caused by a taper to taper tear in the balloon, approximately 2 mm from the balloon proximal neck. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, if pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, potentially contributing to a taper to taper tear in the balloon. Moreover, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. The procedural sheath was not returned for evaluation; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. The review of the lot history record (f1529602) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, a tear in the balloon is typically observed when the balloon comes into contact with calcification (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon and resulting in a pull through. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device balloon lost pressure and failed to inflate which resulted in the device pulling through the arteriotomy. The device was being used in conjunction with a 6f procedural sheath for right common femoral arterial closure. It is unknown if the black marker on the inflation indicator was fully exposed during prep. A 350 concentration of contrast was used. There was no resistance while inserting the device. There was no resistance while pulling the balloon back to the arteriotomy. It is unknown if the stopcock was opened when the balloon was at the arteriotomy. The user shuttled down completely and did not apply unusual force during shuttle down nor while retracting the shuttle. It is unknown if significant resistance was felt when shuttling down. There was no unusual force applied when retracting the sheath. The patient was noted to have recovered and hospitalization was not extended.